Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2016, an fse visited the customer to address the reported event. During servicing, fse the sample needle to partially occluded. Fse replaced the sample needle. Additionally, the stator face was found defective and it was also replaced. Fse then calibrated and ran controls with acceptable results. The customer was able to run patient samples with good total areas. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a defective stator face and clogged sample needle.

Event description:
On (B)(6) 2016, a customer reported low total areas with their g8 analyzer. The low total areas are only occurring on the whole blood patient samples but the quality control (qc) and prediluted patient samples have normal total areas. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.